Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/7/2017 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 86 to 100 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is not having any symptoms. Customer is concerned that meter is reading high. Customer says that her glucose results never go above normal fasting range. Says she is not on any medication and nothing has changed in her diet/exercise/daily routine. Customer says she is using the proper technique when testing but did mention storing strips in the kitchen. Customer says kitchen is cool and dry. Advised customer on proper storage. Customer does not have any control solution available.